Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2018-00763. It was reported the patient experienced painful stimulation in an undesirable location after implant reportedly, reprogramming was attempted; however it was not successful at relieving their pain. Follow-up identified x-rays were obtained and results revealed lead migration. As a result, surgical intervention is pending as the next course of action to address the issue.

Event description:
Device 1 of 2 . Reference MFR. Report#3006705815-2018-00763. Follow-up identified surgical intervention was undertaken on (B)(6) 2018 wherein both leads were repositioned back into its original location. Postoperatively, effective stimulation was obtained to the patient's desired pain pattern which resolved the issue.